Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports; the safety release button was activated, which enabled the thumb advancer to be retracted to the start arrow allowing the device to be withdrawn from the tissue tract. The clip deployed in the artery but did not achieve hemostasis. Manual compression was applied for 15 minutes to achieve complete hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.